Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. The h6 "medical device problem code" was corrected as reference to gap in the adhesive was missing from the initial report submission. The customer could not identify the foreign material. The material must have gone into the scope after an inspection by a field service. It is possible it came in during packing in technical department. There is no possibility that the scope with foreign material was used for procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation for the gap on distal end glue, it is likely that the glue may have been peeled off due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used. However, a definitive root cause cannot be established. Based on the results of the investigation for the foreign material around the forceps elevator, it is likely that the foreign material entered during subsequent packing by technical department, therefore, there was no possibility that the device with foreign material was used for procedure. However, a definitive root cause cannot be established. The suggested events are detectable and preventable by handling the scope in accordance with the following section of the instructions for use: -operation manual: 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during maintenance, it was discovered that there was leakage of the bending section cover of their evis exera duodenovideoscope. Upon inspection and testing of the returned unit, a gap was noted on the distal end of the adhesion area, and foreign material was found in the forceps elevator. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a gap was noted on the distal end of the adhesion area, and foreign material was found in the forceps elevator. The customer's originally reported issue of bending section cover leak was confirmed. The following additional findings were also noted: various cracks, scratches, physical deformation, wrinkles, peeling paint, angle play and angulation out of specification, cord buckling, and plastic distal end cover insulation less than threshold limits. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.